Manufacturer narrative:
(B)(4). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03732. It was reported that the patient underwent a trial implant on (B)(6) 2019. Post-operatively, the patient reported that they were unable to feel their legs and they were unable to walk. The patient was admitted to a hospital and the trial leads were removed. X-rays showed that there was a large ventral bone spur at the site of the lead site causing an epidural bleed which was compressing the spinal cord. A neurosurgeon evacuated the bleed and decompressed the area. On (B)(6) 2019, a company representative met with the patient who still had weakness in their legs, however they regained significant mobility back. On (B)(6) 2019, the patient reported their symptoms had improved and the patient was discharged from the hospital. Additional information stated that the patient went home and regained most of their leg and mobility function.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.